Event description:
The rptr stated that the manta ray anterior cervical plate integral retaining arm lock tab failed to snap into place and look over the head of the screw as intended. The surgeon took the pick in the instrument set and pried the locking arm back into place. Surgery time was extended only minimally. There was no harm to the pt. No complaint sample was available for evaluation.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, we have concluded that this complaint should have been submitted as an MDR at the time of the complaint. No complaint sample was available for eval. This failure of the locking mechanism to function properly was addressed in a failure modes and effects analysis (fema). Manta ray plates were produced with a greater thickness. Integra considers this complaint investigation closed. Further incidents of the nature will be documented for recurrence and trending purposes.